Event description:
Boston scientific received information that during a previous device check there was concerns with this atrial lead not capturing and sensing in the ventricle. Three months later a chest x-ray was obtained which confirmed the lead was dislodged. No adverse patient effects were reported as the patient is only paced a small percent. The device was programmed to vvi mode and the physician has elected to monitor the lead at this time.

Manufacturer narrative:
The lead remains implanted at this time. Should additional information become available, this report will be updated.